Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female patient who received first poly-l-lactic acid (sculptra) therapy on (B)(6) 2007 for collagen replacement. The patient received her last treatment on (B)(6) 2008. Relevant medical history was not mentioned and no concomitant medications were taken. On (B)(6) 2009, the patient developed nodules at the injection site (malar ad cervical region). The reporter described the nodules as enormous and palpable. The reporter stated that he believes the event was caused by poly-l-lactic acid therapy. Corrective treatment, if any, was not specified. The event remains ongoing. Addendum for follow-up information received on 08-jul and 07/31/2009 respectively were processed together: the physician reported that the patient had more than 1000 poly-l-lactic acid applications. After developing the nodules, oral and intra-lesional corticoid therapy was initiated, and the nodules began improving. The physician used distilled water to dilute poly-l-lactic acid and did not use any anesthetic. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.